Manufacturer narrative:
D4. Lot number: detailed product information was not provided to bsc. Good faith effort attempt was made to try and retrieve the product details.

Event description:
It was reported that rotaburr was stuck with the rotawire. The target lesion was located in the left coronary artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, it was reported that the rotawire was stuck with the rotaburr. The procedure was completed using another of the same device. There were no complications, and patient was stable post procedure.